Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when a trailing haptic of a z9002 intraocular lens (iol) was attempted to be brought into the sulcus in patient's left eye, tear in anterior capsulorhexis was noted and there was poor support for lens. The iol was removed. Vitrectomy performed, incision was enlarged and sutures required. Reportedly, the issue was due to patient anatomy. The iol was replaced with a non abbott 16.5 diopter anterior chamber lens. There was no patient injury post-op. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 01/20/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was received in the original folding carton. The lens is missing a portion. This could be related to the removal process mentioned on the initial report. Visual inspection at 10x microscope magnification was performed and both haptics were observed distorted. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.